Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 13.2mm vicmo13.2 implantable collamer lens, -15.00 diopter, in the patient's right eye (os), due to a lens/break during delivery into the eye. The lens was exchanged on (B)(6) 2017 for another same model/diopter lens and the problem was resolved.

Manufacturer narrative:
A lens work order search was performed. No similar complaint type events were found. (B)(4)